Event description:
The following has been reported: biomed reported: "unable to infuse secondary infusion. Pump displaying occlusion upstream. Troubleshooting pump and reseeding secondary set on secondary inlet, but no resolution. Primary administration set change to a new one and secondary infusion was able to infuse. If the issue occurred during the infusion, was it on the primary or secondary line? What drug was used for the infusion? Normal saline what type of container was tubing connected to? Plastic bag what attachments were connected to the tubing? (Filter, cstd, check valve) n/a if an alarm triggered, please specify the type of alarm: cassette leaking what did you do to resolve the issue? Primed a new administration set patient harm: no". Seriel numbers as followed due to the customer stating it could be either (B)(6) or (B)(6). A preliminary review of the logs identified the following issue: tubing set error (clogged admin set). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.